Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient came into the ER (emergency room) today with overdose like symptoms. The patient did have a ptm (personal therapy manager), but it was unclear if the patient did any bolus or took any other action before having the symptoms. Emergency procedures were reviewed with the hcp and the hcp elected to get in touch with a local company representative for a clinician programmer to stop the pump.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the patient¿s overdose like symptoms was not determined, but there was no infusion problem. The patient had increased drowsiness. The pump had been increased secondary to increased pain on (B)(6) 2022. It was decreased by 25% on (B)(6) 2022 and the patient was mildly drowsy at that time. The actions/interventions taken to resolve the overdose like symptoms was decreasing the pump to minimum rate. Per the hcp, the event was not an overdose. The patient had an infarction of the liver unrelated to the pump. She had a pseudoaneurysm of the hepatic artery with acute liver failure. The aneurysm was embolized. The mental status change was secondary to the acute liver injury/infarction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.